Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: the ims motor driver (p/n: 2000-9000-003, s/n: (B)(4)) was returned for evaluation. Visual inspection of ims motor driver was performed and found no obvious damage or defects. The ims motor driver was installed into a known good autocat2w and functional evaluation was performed. The pump was immediately alarmed system error 3 (1) when attempting to initiate pumping. Notice: the system error 3 (1) occurs when bellows cannot move away from homr position. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "high baseline alarm" is confirmed by the field service representative. The reported problem was unable to duplicate during the functional test at (B)(4) facility. However, the system error 3 (1) was observed during the functional test. The cause of ims motor driver malfunction is undetermined.

Event description:
It was reported via a hotline call from (rn) registered nurse stating, they are getting constant "high baseline" and "possible helium loss" alarms. The pt arrived in the hospital earlier this evening and was taken to the cath lab. The iab was inserted via a sheath in the pt's left femoral artery, due to arrhythmias the pt was having (v-tachy) ventricular tachycardia. The pt came from the cath lab with a 40 cc fiberoptic iab that was zeroed prior to insertion and the icon is green. The pt's co is greater than 4 and the ci is greater than 2. The pt is in a sinus arrhythmia with a rate of 60-80s bpm. The rn states that they have been getting "high baseline" and "possible helium loss" alarms constantly. They have checked the position of the iabp on x-ray and it is appropriate, there is no kink to the tubing, the pt is flat, they have repositioned the pt, and the angle of insertion is not steep. These alarms had occurred in the cath lab, but have increased in frequency since they received the pt. They have even gone to 1:4 and continue to get the alarms. The (css) clinical support specialist had the rn send pictures of the alarm strips and screen shot. The fiberoptic tracing is good. The alarm strips show an elevated baseline for the high baseline alarm and a baseline below zero for the helium loss alarm strip. The css instructed the rn through doing a helium leak test. The first test with the balloon clamped near the groin site demonstrated a (bpw) balloon pressure waveform baseline below zero. The css next had her repeat the test with the clamp on the tubing as close as she could get to the connector to the pump. The bpw baseline was again below zero. The final test the css had the rn do was with her finger over the connection to the pump and again the bpw was below zero. The css explained that this test showed that the balloon in the pt was fine, but that there was a problem with the pump. The css had the rn obtain another pump. They connected the pt to the second pump; the css had her start pumping, and calibrated the fiberoptic's. After several minutes of pumping, there have not been any alarms. The pt remained stable throughout all of this and the new pump is pumping 1:1 in autopilot. The css had the rn send the first pump to biomed to be checked. The pt is stable on the pump. Update received via a field service report on 05/01/2015. Symptom: unit alarming with high baseline and helium loss messages. Biomed reported that they duplicated fault after running pump for 1/2 hour. After the initial high baseline alarm the unit would alarm with high baseline and helium loss messages shortly after pumping was initiated. Findings/action taken: confirmed. Observed a high baseline alarm after 1 hour +/- of pumping. Replaced stepper motor driver module and ran pump for 2 hours with no alarms. Unit passed functional check. Software level: 2.24.